Event description:
It was reported that during an axillary excision procedure it is alleged that the clips would not form properly and kept falling off. It happened with two ligaclips of the same lot number. The consultant opened a third ligaclip and it worked fine. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).